Event description:
The pt had a very tight ureter, apparently quite scarred. A ureteral stent was placed with some difficulty after which some small blue pieces were noted to be floating in the bladder.

Manufacturer narrative:
At this time the product has not been received for evaluation, noting the customer has been contacted for additional information concerning the patient condition and what had occurred upon seeing the pieces floating in the bladder.